Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a blank display as a result of moisture damage on the electronic and motor assembly.

Event description:
The customer reported that the insulin pump had water under the display. No further info was provided.